Event description:
It was further reported that an unsuccessful attempt, during the index procedure, to perform percutaneous transluminal laser artherectomy of the lesion was made prior to stenting. The pt underwent insertion of a biventricular pacing ICD for reduced left ventricular function and documented ventricular arrhythmia 2 days post index procedure. The pt had acute chest pain and was extremely diaphoretic 580 days post index procedure. ECG showed changes consistent with acute transmural ischmia, st depression in leads v1 through v4 and st elevation in lead iii and avf. Cardiac enzymes met guidelines criteria for an mi. The pt was taken emergently to the cath lab and selective venous graft angiography revealed an acute in-stent thrombosis of the svg to the om at the ostium. Successful emergent aspiration embolectomy with adjuvant ptca and intracoronary thrombolysis of the occluded svg to the om was performed. Final cineangiograms demonstrated a widely patent vessel with "brisk" flow.

Event description:
Clinical study - same patient as MDR 6000089-2004-01599, 6000089-2005-01631, and -01632. It was reported that 580 days after a coronary artery drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st), a myocardial infarction (mi), and underwent a target vessel reintervention (tvr). The index procedure treatment one target lesion for in-stent restenosis, and failed brachytherapy. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed ostial region of the saphenous vein graft (svg) of the 1st obtuse marginal artery (om). The lesion was 30.0 mm in length. The physician predialted the lesion prior to placing one taxus express2 8.8% 3.00x32 mm drug eluting stent without complication. Residual stenosis was 0% after stent implantation. The patient was discharged from the hospital 6 days post index procedure receiving asa and plavix. The site reported that the patient experienced a st, a q-wave mi, and underwent a tvr of the svg to 1st om 580 days post index procedure. The st was resolved by the tvr. In the opinion of the physician there was a probable relation between the st and the taxus stent. The q-wave mi was resolved prior to discharge. Actions taken to resolve the mi included the tvr and a cardiac medication change. In the opinion of the physician there was a probable relationship between the mi, the target vessel, and the taxus stent. The physician performed a thrombectomy to alleviate the st. In the opinion of the physician there was a probable relation between the tvr and the taxus stent. The patient remained hospitalized for 4 days post tvr and was discharged in satisfactory/good condition.